Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 400 to 500 mg/dl at the time of the incident. The customer was at 294 mg/dl on the morning of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as ketones. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed for the high as the customer declined. Customer had sensor issues as well. The insulin pump will not be returned for analysis.